Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for implant procedure. During the procedure, the guidewire failed to be withdrawn from the left ventricular lead and the lead could not be implanted. A different lead was used to complete the procedure on (B)(6) 2020. The patient was stable.